Event description:
The user received reactive toxoplasma igg results from the modular analyzer and non-reactive results when repeated on the vidas analyzer. For all the patients, there was no clinical evidence for reactive results and non-reactive with another methodology. Of the data provided, the results for seven samples were discrepant. All results are in iu/ml. Sample 1 initial result was 41.2, repeat result was 2.0. Sample 2 from a (B)(6) female patient: initial result was 45.8, repeat result was 3.0. On (B)(6) 2010, sample 3 from a (B)(6) female patient: initial result was 31.41, repeat result was 3.0. Sample 4 from a (B)(6) female patient: initial result was 30.09, repeat result was 2.0. Sample 5 from a (B)(6) female patient: initial result was 50.67, repeat result was 1.0. Sample 6 from a (B)(6) male patient: initial result was 33.88, repeat result was 2.0. On (B)(6) 2010, sample 7 from a (B)(6) female patient: initial result was 52.27, repeat result was 3.0. No information was provided to determine if any erroneous results were reported or if any patients were adversely affected. The toxoplasma igg reagent lot number was 156539.

Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Manufacturer narrative:
Twenty patient samples were provided by the user for investigation. All samples recovered positive for toxoplasma igg and were comparable to the customer's elecsys results. These positive results were further confirmed on neutralization test using surface antigen extract from native toxoplasma. No adverse events were reported.